Manufacturer narrative:
It was reported the patient needed reoperation due to postoperative bleeding after using floseal about four (4) years ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified reoperation due to postoperative bleeding after floseal was used. No further detail was provided regarding additional treatment or interventions for the event. The patient¿s outcome was not reported. No additional information is available.